Manufacturer narrative:
The reported complaint of "the quattro catheter leak" was confirmed during functional testing. A bonding leak was observed at the distal end of the proximal balloon. The probable root cause of the reported complaint could be a latent defect at the bond. Visual examination of the returned quattro catheter was performed and found no physical damage to the catheter. Dried blood residue was observed on the catheter's balloons and inside the luered tubings. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bond leak was observed at the distal end of the proximal balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the quattro catheter with lot number 155467.

Event description:
A thermogard xp console (s/n (B)(4) and a quattro catheter (lot # 155467) were used to provide ivtm treatment to a patient who needed post cardiac arrest care. The catheter was inserted into the patient's left femoral vein with no unusual resistance noted, and a radial arterial line was also placed for medical purposes. The dwell time of the catheter had been approximately 26 hours when the hypothermia phase ended, and the rewarming phase started. Before the initiation of rewarming, the patient's body temperature was measured at 36 °c. The target temperature was set to 37°c, and the console was set to a controlled rewarming rate of 0.2°c/hour. About 15 hours into the rewarming phase of the treatment, it was noticed that the patient was not appropriately warming, which prompted troubleshooting of the thermogard system. The patient's body temperature was at 36.7 °c when the issue was noted. Upon further visual inspection, the customer noted that the tubing of the start-up-kit (suk) (lot # unknown) was bulging in the area around the roller pump, preventing the pump rotor from turning. The nurses replaced the 500-ml saline bag to troubleshoot the issue; however, the suk tubing was still bulging. Subsequently, the customer stopped the ivtm therapy, and an alternative method was used to complete the rewarming treatment. Following treatment, the catheter was removed from the patient easily, and the thermogard console was placed back in clinical use. After the catheter was removed, the nurses injected saline into the catheter to check balloon inflation. When saline was injected into the in-luer, the customer noted that blood was coming out of the out-luer. The customer suspected that the catheter might have possibly leaked during the treatment. No alarms were reported to have been triggered by the thermogard console. It is unknown if any saline was infused into the patient's bloodstream. No further information was provided by the customer. No consequences or impact to the patient. Please see the following related MFR report: MFR # 3010617000-2021-00469 for the thermogard xp console (s/n (B)(4).